Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a navistar thermocool catheter and an irrigation issue occurred as the catheter could not spray out saline evenly. The catheter was changed and the procedure was continued with no patient consequence. This event was originally assessed as not MDR reportable because the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2016, the biosense webster failure analysis lab discovered that the irrigation holes have some type white fibrous material inside them. There was no reported difficulty that may have caused this damage. The returned catheter condition was not noticed prior to use of the catheter, upon withdrawal or prior to sending the catheter for analysis. This finding is MDR reportable because foreign material can cause embolism or stroke. The awareness date has been reset to (B)(6) 2016, the date the reportable finding was discovered.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure with a navistar thermocool catheter and an irrigation issue occurred as the catheter could not spray out saline evenly. The returned device was visually inspected upon receipt and some irrigation holes have foreign material like white fibrous material, which is why this complaint was MDR reportable. However during a second visual inspection during the analysis, these findings were not present, they might have gotten lost during the decontamination process or while sending the catheter back for analysis. During manufacturing all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. Then, per the reported event, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. However, the root cause of the foreign material found initially in the tip could not be determinate it. However, neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process.